Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer is not connected to the pump and the device is at home. Customer has reverted to her backup plan and is using novolog. The customer was advised to call when the pump is available to complete motor error troubleshooting.